Manufacturer narrative:
(B)(4). The operations log for serial number (B)(4) was reviewed. The operations log shows that a vancomycin infusion was programmed with a total dose of 12.973 mg/kgkg and a dose rate of 12.970 mg/kgkg/hr at 01:55 a.m. On (B)(6) 2016 using a bd 10 ml plastipak syringe. The infusion was started with a volume to be infused of 9.60 ml at a rate of 9.60 ml/hr. At 2:46 a.m. The pump issued a "syringe near empty" alarm and stopped infusing at 2:49 a.m. With a "syringe empty" alarm and a total volume delivered of 8.64 ml. The volume delivered was within the +/- 2.5% accuracy specification. Per the product instructions for use, due to varying syringe tolerances of syringes from other manufacturers, some fluid may be left inside the syringe. Restarting the infusion leads to a complete depletion of the syringe and shut-off via the pressure sensor. There is no indication from the logs that user restarted the infusion to achieve full depletion. Based on the information reported by the user and the data from the operations log the pump performed within specification. The reported complaint could not be confirmed. Review of the discrepancy management system database performed for the reported serial number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Because there were no adverse trends, no additional actions are being taken at this time. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
Exemption number e2011009 b. Braun medical inc is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical inc. Internal report# (B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by user facility: biomed stating the bd 10 ml syringe validated for use with the space perfusor pump, are experiencing in the nicu that the syringe is under infusing. It will leave 0.1-0.2 ml in syringe. Upon requesting further information to end user, response was as follows: drug: vancomycin, rate: 9.6ml/hr, vtbi: 8.69 ml range off empty 56 min. No patient injury.